Manufacturer narrative:
No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ was ¿contaminated¿. The customer did not explain or describe the type of contamination. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: not confirmed: bd was not able to confirm the complaint based on the analysis of the customer's photo containing the claimed defect. Through the analysis of the photo containing the sample, it was possible to verify only the presence of blood inside the catheter, since the product had already been used. In addition, no foreign matter was evidenced in the product contained in the customer's photo and was not explained where exactly the foreign matter is in the product. Samples/ photos: according to the visual analysis of the photo, it was possible to identify that the product had already been used. Therefore, it was not possible to verify any kind of foreign matter was present in the product as reported in the complaint. DHR review: it was not possible to perform a device history record analysis, since the claimed batch is unknown. Qn/ ncmr review: it was not possible to perform quality notification (qn) or non-conformity report records analysis since the claimed batch is unknown. Investigation conclusion: based on the absence of the lot number and only by photos analysis, it was not possible to assign a root cause to this incident.